Event description:
It was reported that the device would not engage the needle. Several needles needed to be used during the case and the surgery was delayed approx 45 minutes. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.